Event description:
It was reported that two days post implant, a real time measurements deteriorated. During a lead revision, blood was observed inside the lead and the header of the ICD. When the physician attempted to change the lead, after the lead was connected to the ICD, blood was observed coming out of the septum in the header. The lead and the header were explanted.